Manufacturer narrative:
Additional information: d4(UDI), e1(first name, middle name, last name, phone number), e3, e4(email), g4, g5(PMA / 510(k) #), h3, h6 h3 evaluation summary: one device was received for evaluation. The returned sample met specification as received. The visual inspection found no notable co nditions. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pencil caused a discharge on the surgeon which leads to a burn on the finger.